Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced pain, suffering, permanent injury and physical deformity.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Additional information from the importer report: uretex to urethral support system, catalog #unknown, (B)(6). Attorney.